Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009. Alleged fracture, tilt, perforation, embedment, migration and difficult retrieval (attempted removal (B)(6) 2010. Second attempt and removal of filter on (B)(6) 2011)." (B)(6) 2009, inferior venacavogram with inferior vena caval filter placement operative report: ¿attempt to advance the ivc filter through the sheath was unsuccessful and external jugular access was abandoned. Additional access was achieved into the right internal jugular vein and the introducer sheath for the cook celect invb was placed in the infrarenal ivc. Cook celect ivc filter was placed through the introducer sheath into the infrarenal ivc, the filter was able to be deployed. The filter expanded appropriately, final evaluation of the filter does show evidence for angulation of the filter apex in a right lateral/posterior projection. The apex of the filter 15 close to but not in contact with the ivc wall. Filter is infrarenal in location. Filter tilt may have implications for future filter retrieval.¿ per an ivc gram with attempted filter removal dated (B)(6) 2010 (reading 1): ¿CT confirms penetration of several ivc filter legs along left side of infrarenal ivc. More posteriorly penetrated leg in close proximity to posterior aspect of aorta and penetration into aorta difficult to exclude. However, no evidence for intimal abnormality comes pseudoaneurysm or other acute finding involving the aorta. Filter apex difficult to assess for penetration or possibly incorporation by endothelial coverage.¿ per an ivc gram with attempted filter removal dated (B)(6) 2010 (reading 2): ¿impression: cook celect ivc filter noted within infrarenal ivc. No ivc thrombus. Angulated filter with apical hook and several legs projecting beyond the confines of the ivc. Most consistent with filter leg penetration. Apical penetrated caval wall or be incorporated by hypertrophic endothelium. CT of follow. Unsuccessful attempt at ivc filter retrieval.¿ per an ivc filter removal operative report dated 07apr2011,¿retrieval of the ivc filter with a single arm missing which was found to be in the left descending pulmonary artery. Successful retrieval of the single arm from the ivc filter with no evidence of any retained bodies remaining in the chest.¿ patient outcome: unknown.